Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument broke. The broken end was removed. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the tip of the instrument completely detached during a surgical procedure but did not result in any fragments falling into the patient. The instrument was inspected prior to use, and no abnormalities were found. The issue occurred during tissue dissection. The breakage happened in the middle to late stage of the surgery, and no functionality issues were noticed by the surgeon during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "this harmonic ace instrument cause any harm to the patient, and the broken end has been removed". The harmonic insert was found to have the blade broken at the base. A piece approximately 0.08 x 0.453 was found to be broken off and the broken piece was not returned with the accessory. Components adjacent to this broken blade does not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.